Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on the "prepare for fill" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support, the screen was able to be cleared. Additionally, the customer reported receiving a minimum fill notification when attempting to load a cartridge. Reportedly, the cartridge was filled with about 100 units of insulin; however, the cartridge may have been loaded with slightly less than 100 units. The customer confirmed additional insulin would be added to the existing cartridge and declined further assistance from tandem technical support. There was no impact to the customer's blood glucose level.